Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02654, and 1627487-2022-02655. It was reported that the patient¿s drg system was explanted due to lead fracture. In turn, a scs system was implanted n (B)(6) 2022 to address the issue. Note: patient had 2 drg leads implanted. One of the lead was explanted and replaced under related manufacturer reference number 1627487-2018-09927 and 1627487-2018-09928. Unknown which lead was explanted and replaced. Hence all 3 leads are being reported.

Manufacturer narrative:
G3 - date received by manufacturer should have been 09may2022 for follow-up report number 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that therapy was confirmed postop.